Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. A 6fr introducer was used. The puncture was into the right femoral artery. After the procedure an angiography of the inguinal region was made, and the physician wanted to close the puncture site with the angio-seal. Wire 0,035 and dilatator (locator) were placed correctly and without any issues. The physician tried to release the anchor, heard the "clicking"; however, while pulling back the system he noticed that the anchor was not released, and he removed the whole system. Manual compression was performed, and hemostasis was achieved. There was no rebleeding, and no hematoma. Patient's condition was stable, and they were not harmed. Additional information was received on 13jul2020. There were no components left in the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.